Event description:
A caller reported that the insulin gauge on their pump was displaying an amount different than expected. There was no adverse impact to the customer's blood glucose level. The customer was educated about the accuracy of the displayed value, instructed to disconnect and deliver a bolus to update the insulin estimate, and guided through loading a new cartridge. The caller was advised to monitor the situation and follow up if needed.